Event description:
A patient had placement of mammosite catheter in right breast. While patient was in the recovery room being prepared to be discharged, fluid was noted draining from the catheter site. The doctor determined that catheter balloon had ruptured. Patient was taken back to or (operating room) to remove damaged catheter and insert new one. On removal it appeared that the entire catheter balloon had split in half. Catheter had been inflated with a total of 115 cc of saline mixed with 5 cc dye.